Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which caused false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the available data. The patient was recommended to follow up with the physician. This ra lead remains in service. No adverse patient effects were reported.